Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with two ecr60w cartridge reload present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the white cartridge was used for the pulmonary artery at the second firing. The target tissue was taken in the jaw carefully to avoid clamping the tissue too much. The target tissue was being clamped in two-third of the jaws proximal part and the device was fired. Some staples on the outside staple line were malformed and as a part of the cutting edge side was not stapled, bleeding occurred from the site. Hemostasis was performed by astriction and additional suture was performed. There were no adverse consequences to the patient.